Event description:
It was reported that during preparation of the xpert stent system, it was noted that the sheath was not fully covering the stent and the first row of struts were deployed. The device was not used and there was no patient involvement. Another xpert stent system was used successfully. There was no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the self expanding stent system (sess) was returned without any blood or saline visible, consistent with the reported information that there was no patient involvement. The outer tube was retracted 4 mm from the soft tip. The first row of the stent implant was fully expanded distal to the distal marker. The proximal end of the stent implant was 3 mm distal to the proximal marker. There was no other damage noted to the stent implant. The tuohy borst valve adapter was tight on the metal shaft. There was no other damage noted to the sess. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. A conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. During manufacturing, all self expanding stent delivery systems are inspected for damage during the manufacturing process. Additionally, samples of the units are functional tested.